Manufacturer narrative:
Operator of device is unknown; no further information was provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had 'no disposable, clamp tubing' alarm. The alarm resolved when switched to another pump. No patient injury was reported.

Manufacturer narrative:
Other text: h6. Health impact and evaluation codes: updated. No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause of a no disposable pump won't run alarm is the "dso" sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.